Manufacturer narrative:
The pump has not been returned to animas at the time of this report. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, a reporter contacted animas alleging that there was an elevated blood glucose level. The reporter was unable to provide a specific value for the patient's blood glucose excursion. This reported incident does not meet the criteria for an adverse event. This complaint is being reported because the reported issue was not resolved through troubleshooting. There was no allegation of an adverse event associated with this complaint.

Manufacturer narrative:
Follow-up #1: date of submission 11/20/2015 device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: the daily insulin delivery totals near the date of the reported bg issue correctly reflected the user's programmed basal rates. The pump passed a delivery accuracy test and found to be delivering within the required specifications.